Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 464 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the routine pump exchange once the pocket was opened, the whole catheter including the tip was found to be in the pump pocket. There was no anchor attached to the catheter. The new pump had already been primed on the back table, but the physician couldn't place a new catheter due to the patient not being off blood thinners long enough, so part of the catheter was placed on the new pump and put back into the pocket and a new catheter would be placed in the near future. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was indicated that the issue was not resolved at the time of the report, and it was noted that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 14-nov-2013, UDI#: 00613994586056 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.